Event description:
It was reported a cartridge alarm occurring during the load process. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.